Manufacturer narrative:
A ge rep evaluated the system and replaced the generator interface board battery. The system operates as intended.

Event description:
The customer reported that the kvp (kilo voltage) setting would go to maximum and white out the image. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.